Event description:
It was reported that following a routine follow-up, the patient became presyncopal. The patient was seen at home and the pulse generator was reprogrammed. The patient was later seen in clinic where the device exhibited capture anomalies. The device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
UDI(di): (B)(4).